Event description:
Same case as 1527460-2011-00061. The device eval identified a reportable malfunction, balloon burst/holes, related to the original complaint, which was not a reportable event. On (B)(4) 2011, received add'l info that the tube was placed on (B)(6) 2011, and fell out on (B)(6) 2011.

Manufacturer narrative:
(B)(4). The testing and investigation results indicated that balloon burst/hole was confirmed.